Event description:
It was reported that since the physician received the cystonephrofiberscope on (B)(6) 2024, 4 patient infections occurred as the scope had a broken fiber and the sheath fell off. The scope also failed a leak test. The physician and his nurse believed that this was an isolated incident and that the cleaning process was verified by the hospital. An olympus representative went over the process over the phone with the nurse and confirmed that that the instructions for use for cleaning their scopes was followed. The nurse declined an in-service on reprocessing from the olympus representative, and they believed that the matter was closed. Additional information has been requested but no further information was received at this time. This report is related to the following patient identifiers: (B)(6).